Manufacturer narrative:
No user facility medwatch received by manufacturer. Evaluation results: the c6128 tap was received with the distal tip of shaft detached. The detached piece (approximately .395" long) was not received. Examination of the distal tip demonstrated the metal end was twisted and bent suggesting excessive torsional load was applied to the tap. Shaft met material hardness specifications ((B)(4)). Suspect user technique and extended use contributed to damage. (B)(4).

Event description:
During bankart surgery tip of mini revo broke off in the bone of the patient. Surgeon was unable to retrieve the tip.